Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine device check. Upon interrogation, lead dislodgement and high capture threshold were noted on the right atrial (ra) lead. A chest x-ray was performed and lead dislodgement was confirmed. It was stated that the patient had fallen aggressively and was suspected that it could have been the cause for lead being dislodged. Lead reposition was performed and it was unsuccessful as the lead helix would not retract completely. The lead was explanted and replaced. The patient condition was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.